Manufacturer narrative:
Further review detemined this event is a duplicate. The event has been reported under MDR#1038671-2022-00809.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2013. Approximately 5 years and 4 months after the initial procedure the patient had a right knee revision on (B)(6) 2018. The patient experienced osteolysis, bone loss, synovitis, effusions, pain, and swelling. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.